Event description:
It was reported that the blade came loose. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the blade came loose when they were pulling it out of the sheath at the end of the case. No complications reported and no patient was harmed.

Event description:
It was reported that the blade came loose. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the blade came loose when they were pulling it out of the sheath at the end of the case. No complications reported and no patient was harmed.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device identified that approximately 12mm of a blade were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. The customers introducer sheath was not returned with the device. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.